Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was an error message. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition and the battery was missing. Review of the event history log showed an occurence of "force sensor bridge test." The investigation indicated that the error message reported by the customer was "battery communication timeout." However due to the missing battery, the investigation was unable to confirm. The battery was replaced and preventive maintenance was performed. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Service history review identified this device has not been in for service previously.